Event description:
The customer reported a clenz leak in the right side of the diluter of the beckman coulter lh500 instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that instrument was leaking from the tubing going through pinch valve (pv) 43 and pv44. Pv43 is the drain path for the cbc waste drain (vc1). Pv43 is the path for pressurized diluent used to flush upper sheath flow. Fse replaced tubing and cleaned the dead plate. There was no further evidence of leaking. Root cause for the leak was a hole in the tubing going through pv43 and pv44. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).